Manufacturer narrative:
Ocd testing: ocd qa performed retain testing to confirm the reactivity of the e and jka antigen. Satisfactory test results were obtained. Customer testing: the customer initially performed testing with a 30 min incubation. The prod was opened in 06 and was discarded 4 days later. The customer performed a retest with freshly opened vials and weak reactivity was observed after a 15 min incubation. Both anti-jka and anti-e were detected.